Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle was automatically excited without being operated. Furthermore, the automatic excitation seriously increased the risk of accidentally injuring the surrounding tissues during the puncture biopsy. Reportedly, the patient was treated with compression to stop bleeding and re-puncture. There was no reported patient injury.

Manufacturer narrative:
H10: additional information received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle was automatically excited without being operated. Furthermore, the automatic excitation seriously increased the risk of accidentally injuring the surrounding tissues during the puncture biopsy. Reportedly, the patient was treated with compression to stop bleeding and re-puncture. There was no reported patient injury.